Event description:
During a pulmonary vein isolation procedure, a faradrive steerable sheath was selected. During procedure, when inserting an issue with dilator occurred, due to difficult access, physician had to use force which damaged the sheath. Sheath was replaced and then for the second faradrive a damage to valve of sheath occurred which was causing air when aspirating. Sheath was replaced to complete the procedure. There were no patient complications.